Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs log showed several 'oxygen (o2) sensor out of range at calib' events. The events start on (B)(6), as indicated in the complaint record. Calibration failures were observed in the perfusion screen. During calibration, only dashes were observed for the o2 value. The o2 value was adjusted manually and checked with an o2 analyzer. The epgs was manually adjusted, but no value was displayed on the screen. The epgs was partially disassembled to examine the o2 sensor. All the connections were observed to be connected securely. The pst disconnected the sensor and reconnected several times and then re-installed. Following these steps, an o2 value could be observed, and a calibration could be performed. The o2 value was accurate following a successful calibration. It was determined that the epgs was failing calibrations because of a loss of continuity between the o2 sensor and the cable. The service repair technician (srt) replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) analyzer calibration failed. A second calibration was attempted but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.